Event description:
It has been reported that the power button would not turn on the device during a patient use event. The patient later died at the hospital.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2024-004408. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).